Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, six unused, sterile proglide devices with the same part number (12673-03) and lot number (41016k1) as the complaint device were returned for evaluation. Visual and functional testing was successfully performed on the six sterile devices with no malfunctions noted. Based on the un-used device testing there is no indication of a product quality deficiency for this lot.

Event description:
It was reported that after an unspecified catheterization, arteriotomy closure of a common femoral artery was attempted using a perclose proglide device. Reportedly, while closing over a guide wire, as the knot was advanced to the vessel the suture broke. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.